Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the over pressure alarm audio was absent. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found no major physical damage to report. Functional testing found relief pressure measurements were out of specification at max tidal volume settings and there was no audible alarm present. The complaint was confirmed. The relief alarm pressure was found faulty. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the variable relief valve block assy. Performed preventative maintenance. G2 email is (B)(4).